Manufacturer narrative:
The device was not returned for evaluation. This complaint was confirmed, and the root cause was determined to be a customer service order entry error. Their source document, seed order form, indicated all 13 preloaded needles must begin and end with seeds. When customer service entered the order into jde and sent the loading report to bbi, it was indicated that all 13 needles end with spacers. (B)(4).

Event description:
It was reported that the complainant received the wrong product, than what was ordered. The complainant stated that he ordered seeds that had only a seed at the end. However, seeds with spacers on the end were received. The surgery was still performed and it was noticed that after implantation, the extra spacer was left. The patient received the required amount of prescription, and that there were no procedural delays. No medical intervention was required and no patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the complainant received the wrong product, than what was ordered. The complainant stated that he ordered seeds that had only a seed at the end. However, seeds with spacers on the end were received. The surgery was still performed and it was noticed that after implantation, the extra spacer was left. The patient received the required amount of prescription, and that there were no procedural delays. No medical intervention was required and no patient injury was reported.